Event description:
A trilogy 200 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed testing for oxygen (o2) low flow. The device's grey removable foam was adjusted. The device will be retested. The device also failed a hardware power fail test, the device was recalibrated to address the issue. Additionally, not related to the above issue, the blower assembly, blower filter inlet filter were replaced preventatively and the outer enclosure was cleaned.